Event description:
Note: it was reported the event took place in 2008. The exact event date is unk. In the same month, it was reported to boston scientific corp that a cre pulmonary balloon was used during a endoscopic balloon dilatation procedure on a male pt (age and weight unk). According to the complainant, it is unk whether or not "negative pressure testing" was completed prior to use of the device. After the physician positioned the balloon and requested inflation, "the nurse started pumping the gun, but the balloon did not inflate. All the solution leaked out of the balloon and into the pt." No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed. The cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The may 2008 15-month cre balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.